Manufacturer narrative:
Product complaint #: (B)(4). Additional information received: event date: (B)(6) 2019. On the (B)(6) 2019, a left colectomy with anastomosis was performed to the patient in the context of chronicle diverticulosis. The surgical procedure got complicated by a wall abscess which was positive to pseudomonas aeruginosa. A fecaloid flowing occurred on the blade few days after the procedure (the abdominopelvic scanner injected revealed a sigmoidal collection of 6 x 8 cm with a stercoral component and another collection following the blade path). On the (B)(6) 2019, the patient came back to the operating room for a abdominal cleaning and colostomy. During the intervention, the haemodynamic worsened (pa 70/45). The patient was transferred to the continuous care service, then in intensive care on the (B)(6) 2019 with a hyperlactatomia and coagulation disorders. On the ECG, it was observed a block of left branch and elevation of troponins. The diagnosis of myocardial infarction was retained. The cardiac situation got complicated by cardiac rhythm disorders not controlled by medication. The patient was deceased on (B)(6) 2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿fecaloid flowing occurred on the blade¿? What is meant by ¿blade path¿? Did the patient have multiple myocardial infarctions? Please provide a timeline. Did the myocardial infarctions occur before or after the first or second operation? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: - what is meant by ¿fecaloid flowing occurred on the blade¿? It means an anastomotic fistula revealed by a purulent flow with fecal matter and drained by a blade let in contact of the anastomosis. The blade is a drainage with a shape of blade. What is meant by ¿blade path¿? It means "trajectory of the blade" did the patient have multiple myocardial infarctions? Please provide a timeline. Unk. Did the myocardial infarctions occur before or after the first or second operation? After the second operation. Has a cause of death been determined? Unk but the death may be caused by post-op infarctus. Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? The surgeon believe the ethicon device caused or contributed to the patient death. There was a stercoral fistula with low noise appeared belated. The classic fistula is often due to a vascularization defect and is very noising clinically. It was an atypical fistula with retained transit which had extended the hospitalization of the patient with prolonged bed rest. Finally, it was decided to re-operate the patient because of the persistence of the fecaloid flowing and a high biological inflammatory syndrome. The patient died during this intervention. - would the surgeon be interested in speaking with ethicon medical and engineering personnel? We ask to the sales rep if the surgeon is interested. No reply for now. We will contact you if the surgeon is interested.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed? If so, what was the result? Can a detailed timeline of events, operative notes, or an autopsy report be provided? Was the patient discharged from the hospital? Did the patient present with post-operative symptoms prior to the death? If so, please describe. Was there a reoperation performed? If so, how many days post-operative and what was found during the reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that the patient was operated on (B)(6) 2019 regarding a left colectomy and the patient died on (B)(6) 2019.